Event description:
The pt experienced a burn to upper lip with the development of a small scar. The pt rec'd a steroid injection. The user facility reports the scar is improving.

Manufacturer narrative:
The device user facility did not report that the device was potentially involved in a pt event. The event was reported 5 months after the date of the procedure. The root cause is unk due to the handpiece being reconditioned and returned to stock. The pt rec'd 3 pulses of light with the device. The reported event happened on 1 pulse. The device was used to treat another pt later on the same day with no reported issue.